Event description:
It was reported the pt had an appointment with her physician for an injection. At the appointment, the sjm representative attempted to reprogram the pt. It was reported the ipg exhibited a low battery flag and was unable to communicate with external devices. Follow up identified the physician replaced the ipg. It was reported the ipg was tested for infection as standard hospital procedure, and tested negative. It was also reported the issue was resolved with the replacement procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.